Event description:
During routine inspections of the datex-ohmeda/ge giraffe omnibed care station infant incubators, we have started noticing small cracks on the surface of the foot section acrylic panel (please see pictures attached). The cracks are mostly seen around the stress points where the acrylic is molded. The concern is about future breaks on those areas if the cracks keeps developing onto bigger dents. It could cause possible injury to users and could be a risk to patients. So far, no injuries or incidents have happened, we are replacing those acrylics with new ones, a po (purchase order) to ge was issued for the new parts.